Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient sample result: 0.059 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported outside the laboratory and there was no allegation of patient harm occurring as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. The assignable cause for the event is unknown; however, pre-analytical sample processing could not be ruled out as a contributing factor. The investigation was not able to rule out a vitros instrument or reagent issue as possibly contributing to the event. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.